Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one hip was revised for progressive endosteal erosion.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This medwatch report is being submitted in response to an FDA request to resubmit follow up report 1822565-2019-00379-1. Upon further review of this request, it was identified that the follow up report 1822565-2019-00379-1 was submitted erroneously and should be submitted under MFR number 1822565-2016-00379-1.